Event description:
It was reported that the ventilator was on patient and alarm went off. The nurse noticed there was no output pressure from ventilator, no patient harm noted.

Manufacturer narrative:
Na